Event description:
The following information was reported: neuro interventional procedure through a 6f procedural sheath. Aspirin, (B)(6) and heparin were given. The act (activating clotting time) was in the high 200s at the time of closure. A mynxgrip (6f/7f) vascular closure device was deployed fine and the site looked good after a 5 minute hold. When the patient was being prepped to be moved off the table, approximately 5-10 minutes later, a large hematoma over 6 cm in size developed down the lateral thigh. Manual pressure was applied for 60 minutes and the patient received 4 units of blood over the next 2 days. The patient was hospitalized. It is unknown if the patient's hospitalization was mynx related. In doctor's opinion, the event was caused by the mynx device/mynx procedure because the doctor thinks the sealant did not adhere to the arterial wall. Procedure type: intervention sheath size: 6f vessel size: 6 mm vessel type: arterial.

Manufacturer narrative:
Corrected to include life-threatening.

Event description:
On (B)(6) 2015, the cardinal health company representative reported that the blood transfusion was required due to loss of blood.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (f1514902) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).